Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, after firing and when the surgeon took out the stapler, the anvil detached itself from the stapler and fell inside patient's cavity. The surgeon had to take it out with a gripping instrument. There was no patient injury.